Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title safety of laparoscopic intracorporeal rectal transection with double-stapling technique anastomosis. Author: seiichiro yamamoto, md, phd, shin fujita, md, phd, takayuki akasu, md, phd, and yoshihiro moriya, md, phd. Citation: surg laparosc endosc percutan tech 2005;15:70¿74. The aim of the present study was to assess the feasibility and analyze the short-term outcomes of laparoscopic intracorporeal rectal transection with double-stapling technique (dst) anastomosis, one of the most demanding and stressful techniques in laparoscopic colorectal surgery, in selected patients with sigmoid colon and rectal carcinoma. Between jul 2001 and jan 2004, 67 patients underwent laparoscopic sigmoidectomy and anterior resection with dst anastomosis and were divided into 3 groups based on disease characteristics: sigmoid colon/rectosigmoid carcinoma (n=36), upper rectal carcinoma (n=21), and middle/lower rectal carcinoma (n=10). For proximal sigmoid colon carcinoma, the mesentery at the promontory was excised routinely using ultrasonic shears (laparoscopic coagulating shears [lcs]) or an endolinear stapler. For rectosigmoidal and upper rectal lesions, mesorectal tissue extending down to 5cm below the tumor was excised routinely using lcs. Intracorporeal anastomosis under a laparoscopic view was performed by means of the dst, using a circular stapler (ecs 29 or 33 mm). Postoperatively, overall complications included wound sepsis (n=3), bowel obstruction (n=2), and abscess (n=1). Reoperation of a laparoscopic division of an adhesive band for a postoperative small bowel obstruction was necessary in 1 patient with sigmoid colon carcinoma the findings of the present study demonstrate that laparoscopic intracorporeal rectal transection with dst anastomosis can be performed safely without increased morbidity or mortality.